Event description:
Customer complaint limited data available. Customer stated that the device overheated causing their back to itch. They desposed of the device.

Event description:
Customer complaint - limited data available . Stated device overheated. Caused back to itch. Disposed of device.